Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the optim sheath distal to suture sleeve tie impression. The silicone insulation was found intact in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures or internal shorts.